Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of b30 (scope communication error) was not duplicated at the repair department. However, it was found that the power switch was an old version switch which was surmised as the likely cause of the reported issue of ¿power switch was stuck (would not return when it was pushed)¿. No malfunction related to the phenomenon was reported. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. A full technical evaluation was conducted on this device, but the user report could not be confirmed. However, during the evaluation, it was noted that the locking mechanism of the output connector socket was damaged. Moreover, the xenon lamp indicator was reading at over 500+ hrs, and a non-olympus bulb was being utilized. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source was presenting a b30 scope communication error during preparation for use. According to the initial reporter, the patient was moved to another room to continue the procedure. There was no patient harm or consequence reported as a result of this event.